Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention after she had a low blood glucose episode and passed out at work. The blood glucose reading was 32 mg/dl when emergency medical services were called. Confirmed that the customer had been wearing the insulin pump at the time. The most recent blood glucose reading was 309 mg/dl in the morning, for which the customer had treated; she stated that she was feeling good at the time of the call. Advised customer to call when having any issues for proper troubleshooting. Nothing further reported.